Event description:
During the patient's hernia repair surgery, the protack fixation device was used to fixate the mesh to the anterior abdominal wall and it misfired. This device was removed from the procedure and another protack fixation device was used that worked appropriately.